Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and activity. These devices are used for treatment not diagnosis. Concomitant medical products: serial #: (B)(4), catalog #: a10012 - gps implant kit v2, serial #: (B)(4), catalog #: 521-78-36 - threaded pin size 5.1 collarless 2pk, serial #: (B)(4), catalog #: 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t, serial #: (B)(4), catalog #: 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5, serial #: (B)(4), catalog #: 200-02-32 - three peg patella 32mm, serial #: (B)(4), catalog #: 521-78-31 - threaded pin size 2.6 collarless 2pk, correction/removal number: z-0023-2022.

Event description:
As reported, the surgeon did a poly exchange on (B)(6) 2022 per patient request due to pain. He stated there was no significant wear found or osteolysis on MRI. No issues. Explant not available. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the device was not available for evaluation, and relevant patient information, were not provided. Based on the image and radiograph provided, the tibial insert appears unremarkable for an explanted component. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.